Event description:
The customer reported that the device shuts down and has several error messages. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device shuts down and has several error messages. There was no report of pt involvement. A philips field service engineer went to the customer site and could not reproduce the reported failure. Due to the reported symptom not being duplicated we cannot determine the cause of the reported failure.